Event description:
It was reported that several matrix instruments broke during a procedure which took place on (B)(6) 2015. The case was reported to be more difficult due to the size of the patient and scar tissue from a previous laminectomy procedure. While placing the first screw, the surgeon noticed that the ratchet palm handle would not ratchet properly and it was removed and replaced with an alternate. After successfully placing the first two screws, the surgeon switched to the more difficult side where the scar tissue was located. While trying to get the proper trajectory, the matrix long holding sleeve broke at the tip and was removed from the field. The shard of metal remained attached to the driver, leaving no traces in the patient. When the surgeon tried to insert the screw again, the alternate matrix holding sleeve also broke at the tip and was removed from the field along with the broken shard. The surgeon also noticed that the ratchet t-handle was sticky and not functioning properly so it was removed and replaced as well. After the case was completed successfully, it was noticed that the ratchet mechanism on a 2nd ratchet palm grip handle was also broken. There was no surgical delay and the patient outcome was reported as good. This complaint addresses the two matrix long holding sleeves. This report is 2 of 2 com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: during a matrix procedure, two long holding sleeves (03.632.036 / lot 6746388) had distal tip failures. In both instances, the fragment was removed. The two holding sleeves were evaluated and the complaint condition was able to be confirmed in each instance. The root cause is unable to be determined with the provided information; however, the failure is consistent with the application of excessive force, off-axis loading, or over-threading. The holding sleeves (03.632.036 / lot 6746388) were examined and the complaint condition was able to be confirmed in each instance as the distal threaded tips were found to be damaged. In one of the returned sleeves, the broken fragment was not returned. In the other instance, the tip was cracked, but remained intact. The root cause is unable to be determined with the provided information. However, the failures are consistent with the application of excessive force, off-axis loading or over-threading. The associated drawings for the sleeve were reviewed during the evaluation. A design change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in december 2011, after these changes were applied. A review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.